Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unknown. Information in the complaint description is consistent with a detached lure extension tube. A quality improvement project has been instituted that consists of improvements to the tubing quality and improvements to the internal inspection process. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor. In order to better prevent potentially defective tubing from being utilized during the manufacturing process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.

Event description:
It was reported while performing an atrial fibrillation ablation procedure using the cool flex catheter, the connector tubing detached from the handle of the catheter. It was noted that the temperature readings during ablation were abnormally high (42 degrees celsius). The irrigation tubing that connects to the catheter handle was noted to be twisted around the handle. The physician attempted to untwist the tubing without unplugging it from the catheter or removing it from the patient but it remained twisted. After placement of a couple more rf lesions the temperature increased again and when the physician attempted to untwist the tubing the connector detached from the handle of the catheter. The catheter was removed from the patient and replaced with no consequences to the patient.